Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the cardiac resynchronization therapy defibrillator (crt-d) exhibited premature battery depletion. The crt-d was explanted and replaced. It was further reported that the left ventricular (lv) lead exhibited chronically low thresholds. The device feature that monitors and adjusts the lv outputs was turned off and the lv lead remains in use. No patient complications have been reported as a result of this event.